Event description:
Over the last 9 years, I have experienced anxiety, fatigue, joint pain, insomnia, depression, difficulty concentrating, memory loss, limb numbness and tingling in my right arm, temperature intolerance, food intolerance, sensitivity to light and sound, difficulty breathing and swallowing, hair loss, dry skin / scalp, choking feelings, ringing in ears, headaches, back / neck pain, mood swings, sharp pain in breasts, major weight gain (70 lbs), inflammation, heart palpitations, and shortness of breath among other things. All of this began after my breast implants. It has taken me 9 years to put it together that my breast implants have caused most if not all of these symptoms. FDA safety report ID# (B)(4).